Manufacturer narrative:
Initial and final MDR (B)(6) device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that the patient faced similar events of leakage with ten infusion sets on second day of use. Patinet's blood glucose level at the time of event was 230mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.